Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and a cause for the reported difficult or delayed positioning associated with leaflet grasping cannot be determined. Unspecified tissue injury appears to be related to procedural conditions associated with the clip and the grasping attempts. Tissue damage is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4. An xtw clip was inserted and deployed without issue antero-septal. The physician decided to implant a second xtw clip posterior-septal. It was noted that grasopong was difficult with the second clip, but ultimately successful. After release of the second clip, tissue damage was observed although it was unclear if it was chordae or leaflet damage. No intervention was required and tr was reduced to grade 2. There was no clinically significant delay in the procedure.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4. An xtw clip was inserted and deployed without issue antero-septal. The physician decided to implant a second xtw clip posterior-septal. It was noted that grasopong was difficult with the second clip, but ultimately successful. After release of the second clip, tissue damage was observed although it was unclear if it was chordae or leaflet damage. No intervention was required and tr was reduced to grade 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.